Manufacturer narrative:
An event of deformation upon deployment was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 24mm amplatzer aso was selected for implants. When deploying the device, the left disc formed a cobra shape. The device was removed from the patient, reprepped, but formed a cobra shape again when trying to deploy. The device was exchanged with another 24mm aso (lot # 6793242). The device was manipulated and recaptured multiple times, but the device was not stable. The device was removed and the defect will be closed surgically. There were no patient consequences. Additional information was requested.